Event description:
During rounds the biomed engineer found the lens handle and heat shield of the alm exam lamp, hanging by one spring. The slightest movement would have made the mechanism fall on the bed below. A second light had the handle and lens partly dislodged as well. This type of light, the alm model 71514, is often found with the heat shield and handle dislodged in a hazardous manner.